Event description:
It was reported that the doctor was unable to remove the guide wire from the catheter so a new catheter was used instead for the new implant with no further complications. The catheter was removed due to a break, hole, or tear. The pt recovered without sequelae after removal.

Manufacturer narrative:
(B) (4). The catheter was returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.